Event description:
A peritoneal analysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient was in treatment. Upon removing the tubing set from the cycler, moisture was noticed inside the cycler. Patient was given prophylactic antibiotics and had no adverse effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical evaluation and the complaint is confirmed. An investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.